Event description:
It was reported that during dilatation of a restenosed, non-abbott stent in the right subclavian vein, the fox plus balloon ruptured at 12 atmospheres. The entire balloon was removed without difficulty and there was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.